Event description:
Same case as MDR ID# 2134265-2015-03324, 2134265-2015-03382 and 2134265-2015-03408. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with opticross¿ coronary imaging catheter and a sled during percutaneous coronary intervention (pci). During the procedure, the physician inserted the imaging catheter into the patient's body through its target lesion located in a 90% stenosed, moderately tortuous, and moderately calcified proximal end to distal left circumflex artery. Automatic pullback was performed, however, pullback would not start. The imaging catheter was reconnected to the mdu, but the issue was not solved. Another opticross¿ was used but the same issue occured. The procedure was completed with a different device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was received for evaluation. Evaluation of the returned device revealed that the catheter was able to properly pull back manually and automatically. The telescope assembly was able to properly pull back, advance, or retract. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).